Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event.

Event description:
It has been reported that the patient's personal diabetes manager (pdm) battery is swollen. The back cover on the pdm no longer fits.